Event description:
It was reported that during a thyroid procedure, the vocalis 2 channel was continually going with some sort of artifact and would get the check electrode alarm. The user did the electrode check multiple times but did not reset the issue. There was no electro surgical equipment in use at the time of stim being delivered. The interface cables were properly connected to the console. The electrode check screen show green and then go back to red. Channel 2 was the one going crazy, channel 1 was quiet. The procedure was completed with backup product. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID : nim4cpb1 , brand name : patient interface nim4cpb1 nim 4.0 , serial / lot number : unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: code updated. Previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.